Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including feeling sick, visual snow, eye floaters, light sensitivity, tinnitus, vertigo, brain fog, panic attacks, anxiety, pressure on head, cognitive issues, insomnia, and more unspecified symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.